Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly however, moisture damage was found at the keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corner and minor scratched lcd window.

Event description:
It was reported that the customer's blood glucose level was 594 mg/dl. The customer's insulin pump experienced a keypad anomaly during prime. The insulin pump's keypad had several nonresponsive buttons. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.